Event description:
It was reported that the patient presented remotely via merlin.net. Upon electrogram review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing of external noise. The device was reprogrammed. The patient was stable.